Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the pump was powered on to the display with missing segments and colored lines. Moisture was observed under the display lens. A leak test was performed and failed due to a leak in the display lens. The pump was opened to find moisture on the continuous glucose monitoring board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (segments missing with moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.